Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion there was a leak in the tubing. There was no report of patient harm.

Event description:
The customer reported that during an infusion there was a leak in the tubing in several areas. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Visual inspection of the set showed fluid along the engagement of one of the two pvctubings to one of the two inlet ports of the blood filter drip chamber. Further inspection of the separated tubing end showed insufficient solvent. There were no other anomalies observed. Functional and pressure testing confirmed leaking from the engagement. The root cause was an assembly issue of insufficient solvent being applied at the engagement of the tubing.